Event description:
It was reported that the patient presented to the emergency room with edema to the left arm. In addition, transient aphasia, concentration and memory issues were observed. An ultrasound was performed in which a left jugular vein thrombus was observed that extended proximally near the junction of the subclavian vein. Lovenox and coumadin were administered in the hospital. The right ventricular (rv) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.